Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, circular stapler was used and fired following all the correct steps. When surgeon opened the instrument, it only formed the staples on the posterior side of recto sigmoid anastomosis. Surgeon had to close rectum with sutures and used a similar device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.